Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Customer stated the tubes were being spun at 700g. The tubes should be spun at 1500-1800g. The package insert was sent to customer. A review of specimen handling parameters should be done for this tube type. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that red blood cells do not pass through gel. She thinks it might be a processing issue. She is trying to separate blood cells from pmnc but she says the red cells do not pass through the gel.